Manufacturer narrative:
H6: updated. H3: one device was received. A visual inspection found that the upstream occlusion (uso) seal was buckling. During the functional testing, the customer reported complaint was confirmed as the device could not pass the downstream occlusion test. The upstream and downstream occlusion sensors were calibrated to correct the issue. The uso seal was replaced to correct the buckling issue. The device passed all testing criteria after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a downstream sensor issue. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.